Manufacturer narrative:
(B)(4). Health effect - clinical code - e0514 thorombosis/thrombus. Health effect - clinical code - f1202 - disability. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.

Event description:
Legal counsel reported to dexcom that the patient¿s g6 receiver allegedly failed to notify or sound an alarm. It was stated that the patient suffered serious injuries including but not limited to loss of consciousness, ankle fractures, a right tibia/fibula fracture, and deep vein thrombosis. It was reported that the injuries required multiple surgeries, inpatient hospital care, and rehabilitation. According to the report, the patient has been rendered permanently disabled and has severe mobility limitations. Despite additional requests for information, no further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.